Manufacturer narrative:
All available information indicates that these products remained in service. The patient had passed away over 17 months after this event. There were no allegations reported at that time or since regarding this device and the circumstances of this event associated with this patient's death. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision. Two weeks after the implant impedances on the defibrillation lead were recorded as > 1000 ohms and an occasional loss of capture, a beat hear and there and no asystole. During the revision the physician tugged on the lead and the lead did not come out however, the impedances increased. The lead tested normally through the pacing system analyzer. The lead was reconnected to the crt-d and the measurements were normal. It was concluded that there was a loose connection.